Event description:
It was reported that the intraocular lens (iol) was placed in the patient's left eye. After kuglen hook was removed iol was found free in the anterior chamber and capsular remains. The capsular bag broke, requiring an anterior iol to be implanted. The iol was removed and replaced with a non-johnson and johnson anterior chamber lens of 18.5 diopter after iridotomy was performed. The incision was enlarged and sutures were required. No vitrectomy was required. There was a delay of 15 minutes in the procedure. The patient was prescribed medication, but did not seek medical attention. The directions for use were followed. The patient's daily activities are not significantly affected. The patient outcome post-op is good and the patient has fully recovered. It was noted that the lens was discarded. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returning for evaluation, as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.